Event description:
The patient recovered on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding, neurologic dysfunction, and infection could not be conclusively established through this evaluation. The major infection resolved without sequelae on (B)(6) 2021. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28jan2021. The heartmate 3 lvas IFU lists bleeding, other neurological events (not stroke-related), and infection as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a surgical revision was needed because of bleeding few hours after the implant procedure. The patient had two episodes of generalized seizures after discontinuation of sedation, one with spontaneous termination, one was terminated with diazepam. A computed tomography (CT) scan was without pathology, the episodes were without sequeales. The patient also had elevation of inflammatory markers and suspected pulmonary infection on radiography (rtg). Serratia maec was found in sputum. Antibiotic therapy was started.